Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A vns physician reported that high lead impedance (7/limit/high) was observed on a system diagnostic test on (B)(6) 2013. Manufacturer labeling recommendations of performing x-rays to identify the cause of the high impedance and disabling the generator in order to prevent potential side effects. She voiced concern about disabling the device since the patient has had such a great response to vns and has not experienced a change in seizure pattern or frequency. She stated she would discuss this information with the patient's mother, and they would make a decision as to what to do. The physician programmed the device off on (B)(6) 2013, and the patient was referred for x-rays. The patient had reportedly not experienced any trauma to the chest. The patient has been referred for surgery, however it has not occurred to date. A/p and lateral images of the neck and chest dated (B)(6) 2013 were reviewed by the manufacturer. The generator was seen in the left chest. The filter feedthru wires were intact. The lead pins appeared to be fully inserted into the head. The lead wire was intact at the location of the connector pin; however, there was a portion of the lead located behind the generator that could not be assessed. The electrode placement appeared to be normal. Based on the x-ray images provided, the cause for the reported high impedance could be determined to be the lead fracture in the neck. Also, the portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of a micro-fracture in the lead also cannot be ruled out.

Event description:
Although revision surgery is likely, it has not occurred to date.

Event description:
Review of the manufacturer's vns programming history database revealed system diagnostics on (B)(6) 2011 were within normal limits indicating proper device function at that time. High lead impedance was first observed on (B)(6) 2013 on system diagnostics. On (B)(6) 2014, the near end of service flag was triggered. The device was programmed off on (B)(6) 2013 as previously reported, but a programming anomaly later occurred which inadvertently turned the device back on. The programming anomaly will be captured in mfg report #: 1644487-2015-06616. No additional relevant information has been received to date.